Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon evaluation, the baseline was flat on both channels. The root cause of the inability to baseline was the lack of driven ground signal, caused by a defective solder connection on ECG b. This short circuit from the solder bridge would cause the belt not to recognize a treatable rhythm, as the baseline signal would contain excessive noise. No adverse event resulted from the defective belt. The pt received a replacement electrode belt.

Event description:
A pt service rep contacted zoll customer support to report that she was unable to baseline a pt. The psr received a replacement belt to fit the pt.